Manufacturer narrative:
Device malfunction occurred, but did not cause or contribute to a death or serious injury.

Event description:
Reporter indicated that both of her daughter's vns therapy magnets were cracked and she was in need of replacements. She stated one of them cracked when her daughter fell, but that she did not know how the other one cracked. Cracked magnets will not be available to MFR for product analysis.